Manufacturer narrative:
Update to d8, h3, and h4. Correction to d9. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the high-brightness motor and turret motor being faulty; it is assumed that the failure of the high-brightness motor and turret motor caused the front panel to become inoperable. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1- establishment name- (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source front panel operation sometimes becomes ineffective. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.